Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate feature resulted in a power-on-reset (por) message being displayed on the recharger, which then led to the normal recharging screen. It was reported that the por was an informational warning screen. The patient was instructed to fully charge the neurostimulator and use the patient programmer to clear the warning screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3998-60, lot# 10748300, implanted: (B)(6) 2010, explanted: na; extension model 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: na.